Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01811, 01813.

Event description:
Allegedly pt. Was revised for lack of "bony ingrowth" of the cup which caused the cup to "spin out".